Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (blank screen) has been confirmed. The cause of the resets has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
A territory mgr contacted zoll customer support to report that he tried to set up a monitor but the screen went blank. Neither battery pack was able to power on the monitor. The territory mgr was issued a replacement monitor.